Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to an unspecified product problem. A new tactra malleable penile prosthesis was implanted. No patient complications were reported.